Event description:
A malfunction alarm occurred with the pump, specifically alarm 20, during the load process. There was no adverse impact on the customer's blood glucose level. Initially, attempts to load a new cartridge following proper technique were unsuccessful as the cartridge alarm recurred, so the pump was scheduled for replacement by technical support. The customer reverted to an alternate method of insulin therapy.